Event description:
It was reported that the user experienced persistent hyperglycemia after changing an infusion set, and inspection with a trainer identified insulin leakage from the cartridge housing due to seepage through the rubber plunger; the user dried the pump housing, replaced all supplies, and planned to reconnect after a two-hour interval from a manual insulin dose. Symptoms included high blood glucose over 400 mg/dl for approximately four hours, without ketone testing and without medical intervention. Outcomes included self-management with a subcutaneous insulin pen dose of 8 units and continued monitoring, with no hospitalization. Investigation included customer service troubleshooting, education on cartridge and housing checks, and collection and return of the implicated cartridge for evaluation. Investigation of this case revealed a leaking cartridge component consistent with a cartridge integrity issue at the plunger interface, leading to inadequate insulin delivery and subsequent hyperglycemia. It was concluded, based on similar reports, that the cause was a component failure related to the cartridge seal.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.